Manufacturer narrative:
Results: the catrx had bends approximately 18.0 and 19.5 cm from the hub. The proximal end of the guidewire lumen was damaged. Conclusions: evaluation of the returned catrx confirmed the lumen damage. The proximal guidewire lumen damage may have been due to manipulation of the wire proximal to the lumen outside of a guide catheter. The non-penumbra sheath and non-penumbra guide catheter identified in the complaint was not returned for evaluation; therefore, the root cause of the reported resistance could not be determined. During the functional test, the catrx was advanced through a demonstration indigo system aspiration catheter 6 (cat6) and out of the distal tip without an issue. Further evaluation of the returned catrx revealed bends along the catheter shaft. The bends and guidewire lumen damage were likely incidental to the reported complaint. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the right coronary artery (rca) using an indigo system cat rx kit. During the procedure, the physician made a pass using the indigo system catrx aspiration catheter (catrx) with a non-penumbra sheath and a non-penumbra guide catheter. While advancing the catrx to make a second pass, the physician experienced resistance and, the catrx would not advance more than approximately three centimeters out of the guide catheter. Therefore, the physician removed the catrx and noticed that the wire port closest to the hub of the catrx was damaged. The procedure was completed using a balloon angioplasty and placement of a stent device. There was no report of an adverse effect to the patient.